Event description:
It was reported that a health care provider (hcp) noted during a refill that they had 4 to 5 ml more actual residual volume (arv) in the pump than the expected residual volume (erv) displayed by the programmer. The drug in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).